Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone that they had no delivery alarm during manual prime. Customer's blood glucose was 260 mg/dl. The customer was advised that in order to troubleshoot their device, set and reservoir we may request that they change the set and/or reservoir. The customer was disconnect tubing and reservoir and then reconnect tubing and reservoir. The customer was advice to replace plunger and manually push plunger very slowly while keeping ther reservoir straight and verity insulin exits the tubing. The customer stated the insulin exit. Customer declined troubleshoot any further because she feels the issue was resolved by changing out reservoir.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.